Event description:
It has been reported to philips that the allura xper fd20 system was not booting up. The system was not in clinical use and no harm has been reported. Upon evaluation, a software review indicated a potential issue with the system host. All of the host pcs and monitor connections were re-secured, and the system was returned to functionality. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. Remote service engineer (rse) confirmed that the system is not booting up. Review of the system log file confirmed that host-pc did not startup. The rse instructed to check all host pc's and monitor connections, the customer re-secured the connection. The system was returned to use in good working order.